Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she was in the hospital, due to high blood glucose of 700 mg/dl, ketones, and a urinary tract infection. The customer stated the cannula connecting to her insulin pump was bent and not fully inserted into her body. The customer was off of the insulin pump two days prior to hospitalization. Nothing further was reported.